Event description:
The balloon of a 2.75 x 18mm cypher select plus stent burst at 20atm while being used in the pt. There were no complications and the patient is stable. The pt was admitted for a procedure in 2007. The patient had a calcified lesion in the left anterior descending branch.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.